Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that following the implant of an implantable pulse generator (ipg) the patient developed a pocket infection. The device was explanted, the infection resolved, and a new device was implanted. No further patient complications have been reported as a result of this event.